Event description:
Customer reported an under infusion. Drug name, rate and volume to be infused is not available. Reported residual volume as 50 ml. No other clinical or patient information available. Requested return of device. If device received a follow up report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested.